Event description:
(B)(6), rph (registered pharmacist) at (B)(6) presbyterian, reported pt (patient) had been hospitalized since (B)(6) 2024 due to line infection where the central port had to be replaced. They are planning on discharging pt either today or tomorrow. Unknown if md aware. No further info/details or dates available. IV remodulin pt. Reported to (B)(6) by: health professional.